Event description:
It was reported that the ilet user consumed cereal and additional snacks without announcing carbohydrates, resulting in a blood glucose rise to 314 mg/dl, after which multiple meal announcements were entered in an attempt to reduce the elevated glucose; no concerns were reported with the infusion set or insulin delivery supplies, and the blood glucose later decreased to 83 mg/dl. Customer care agent provided troubleshooting with education. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user¿s caregiver. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface due to the need to announce meals. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.